Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device had no power. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the motor was running at full power 80k rpm's but there was heat, noise and vibration and the drive shaft was broken. It was determined that this caused the heat, noise and vibration. It was further determined that the broken drive shaft was running at full power; however, it was consistent with causing intermittent low power. The assignable root cause was determined to be due to excessive force during use, which would be abuse/ misuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.